Event description:
In (B)(6) 2010 reporter had a hernia surgery and a polypropylene mesh ultrapro was implanted. Few months after the surgery patient started experiencing severe pain around the implant site. He consulted with another doctor and in (B)(6) 2013 he had a second operation and was implanted with another johnson and johnson atrium prolight mesh. After the second surgery patient continued to experience pain with no relief.